Manufacturer narrative:
(B)(4).

Event description:
New information received states that the lead was capped and replaced.

Event description:
It was reported that the asymptomatic patient presented in-clinic for routine follow-up and the lead was diagnostically imaged prophylactically, externalized conductors were observed. The electrical function of the lead was tested and no anomalies were detected. Patient will be monitored with routine follow-up by the physician.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.